Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to corroded motor home switch. They were unable to perform the displacement test due to motor error alarm. The pump had scratched display window. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed motor error during rewind. The customer's blood glucose reading was unknown. There were other motor error alarms in the alarm history. The insulin pump was returned for analysis.